Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the after the tether of the delivery system was cut the leadless implantable pulse generator (ipg) orientation changed significantly. The device slowly dislodged and caused pacing failures. The device was retrieved with a snare and an alternate leadless ipg was implanted. No patient complications have been reported as a result of this event.